Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a motor error alarm during a prime. Customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer stated they were unable to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
No unexpected resets were noted during testing. The pump passed the displacement, rewind, basic occlusion and prime tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the error test due to the constant motor error alarms during the bolus delivery. The pump also had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, a cracked reservoir tube window, a cracked reservoir tube, cracked battery tube threads, a cracked belt clip slot and a stained address/serial number label.